Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent and severe abdominal pain. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal gentamicin (for one week, dose and frequency not reported). At the time of this report the patient was not recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.